Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for inflation issues. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a mildly calcified, mildly tortuous, lesion in the circumflex coronary artery. The 2.0x12 mm mini trek rx balloon dilatation catheter (bdc) was advanced in the patient anatomy. However during inflation the balloon only partially inflated. The mini trek rx bdc was deflated without issue and was removed from the patient anatomy. A non-abbott bdc and non-abbott stent were used to complete the procedure. The patient is doing fine. There was no adverse patient effect and no clinically significant delay in the procedure. There was no additional information provided.